Event description:
It was reported that the user experienced continuous glucose monitor (cgm) connectivity failure after starting a freestyle libre 3 plus sensor in the libre app instead of the ilet mobile app, which led the pump to display ¿connect cgm or enter bg¿ and suspend automated dosing. The user was educated to remove the failed sensor, delete the libre app, and start a new sensor in the ilet app, and was also guided on manual blood glucose (bg) entry to enable bg-run mode. Symptoms included hyperglycemia. Outcomes included continuation of insulin delivery via bg-run with fingerstick entries of 227 mg/dl and later 210 mg/dl, and successful activation of a replacement libre 3 plus sensor with a warm-up period communicated. Investigation included call-based troubleshooting, use verification, and step-by-step pairing and data-entry guidance. Investigation of this case revealed use error in sensor activation and app selection, resulting in a pairing conflict that prevented cgm data from reaching the pump until a new sensor was started correctly in the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to improper cgm pairing and temporary loss of cgm-driven automation, resolved through correct sensor initiation and education.